Event description:
It was reported that the tubing of a uromatic administration set detached from the spike. This occurred when the solution bag connected to the set was squeezed. A patient was connected to the setup when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection on the companion sample noted lack of solvent at the junction of tube to the spike. A push-pull test was performed and the spike disconnected from the tubing. The reported condition was verified. The cause of the condition was determined to be clearance between the tube and the spike interface, as well as a lack of solvent. A CAPA has been opened to address this issue. Operators have been recertified in the manual assembly of the junction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.